Event description:
The user facility reported that towards the completion of a therapeutic endoscopic retrograde cholangio pancreatography (ercp) procedure, the balloon would not deflate and the guide wire could not be removed. The users cut the tube sheath below the ports and successfully deflated the balloon. The balloon and the guide wire were said to have been simultaneously removed from the endoscope. There was no patient injury reported.

Manufacturer narrative:
The user facility returned the subject device for evaluation. The radiopaque band and cuff were noted to have moved from their typical positons, and advanced toward the distal end of the balloon shaft. The inflation port of the balloon cuff was unobstructed. The evaluation also noted that the tube sheath was stretched and buckled. The guide wire used during the procedure was not returned with the device, but was said to have been removed with the balloon after the balloon had been deflated. The user facility had also returned a second, unused device for evaluation. No anomalies were noted on the second device during evaluation. The cause of the user's experience could not conclusively be determined. The balloons were forwarded to the original equipment manufacturer (OEM) for further investigation. If additional information becomes available later, this report will be updated. This report is being submitted as an MDR in an abundance of caution.